Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. The device was tested for leaks and there was no evidence of leaking found both with and without a test probe inserted into the device. The device history record was reviewed and no discrepancies were found.

Event description:
It was reported that during a laparoscopic cholecystectomy the seal of the trocar was leaking. The trocar was replaced. There was no patient injury. Additional information was requested but no additional information was available.